Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m6 alarm was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis at the edc. The motor was able to function as intended and preventative maintenance as well as a safety test was performed per procedure. No issues were found with the returned motor. The root cause for the reported m6 alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g1, g2, d3: correction.

Manufacturer narrative:
Approximate age of device: unavailable, will be updated upon the manufacturer's investigation conclusion. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by an extracorporeal circulatory support pump on (B)(6) 2019. It was reported that after 8 days of extracorporeal membrane oxygenation (ECMO) on the newborn patient, the centrimag monitor displayed a high temperature alarm. The motor was exchanged. No further information was provided.